Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts. Additional information was received that the patient experienced an inadequate stimulation. The explanted products were discarded per hospital policy and patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred the day the system was explanted. Additional suspect medical device components involved in the event: product family: scs-linear leads . Upn: m365sc2218500 . Model: sc-2218-50 . Serial: (B)(6). Batch: 7122502/7090926. UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43180 . Model: sc-4318 . Batch: 27648348. UDI: (B)(4).

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.